Manufacturer narrative:
Reliability analysis evaluated 1 open/used reservoir. Performed pre-fill test to reservoir. No air bubbles and no leakage were observed during analysis. Checked o-rings/stopper groove for defects and none were found. In conclusion there was no air bubbles. Also inspected reservoir's o-rings/stopper groove for anomalies. None were found. Ran basal, bolus leaking as followed, reservoir was filled with diluent and connected to a new infusion set. Installed reservoir and connector into a 7xx pump. Conclusion the reservoir had no air bubbles, was not occluded, and had no leaks. (B)(4).

Event description:
The caller reported that he received no delivery alarms for the past two days. The customer changed the infusion set twice. Customer's blood glucose level was 500 mg/dl. He treated his blood glucose level with a manual injection. The alarm was resolved by changing the complete set. The time and date on the insulin pump would reset on its own. The customer was advised that the device would be replaced and agreed to return the product for analysis.